Manufacturer narrative:
The manufacturer became aware on 23-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2026 that resulted in emergency medical services intervention and hospitalization. Information obtained from the caregiver indicated that a meal was announced by a family member who was assisting with care; however, the announced meal did not correspond to carbohydrate intake, and the user subsequently developed hypoglycemia requiring emergency treatment with intravenous dextrose and glucagon, followed by inpatient care and discharge after stabilization. An investigation was conducted, including review of available device engineering logs and therapy data. The review identified hypoglycemia following a meal announcement and insulin delivery consistent with the announced meal size. No device malfunction alerts, hardware failures, or software anomalies were identified during the review period. Based on the investigation, no device malfunction was confirmed, and the event is most consistent with use error related to incorrect meal announcement by a caregiver. If additional information becomes available or the device is returned for further evaluation, a supplemental MDR will be submitted as appropriate.

Event description:
On 23-jan-2026, the user reported that on (B)(6) 2026 they experienced hypoglycemia with a blood glucose of 39 mg/dl. The user was unable to treat the low blood glucose without assistance from a caregiver, and treatment was initiated by emergency responders. The user was treated by ems, hospitalized, and discharged on (B)(6) 2026.